Event description:
(B)(6) called stating that her bed is stuck in the "up" position. She says her home health aid went to change the sheets and the bed would not go back down. She then states a tech company came from (B)(6) and he did not correct the problem and did not seem to understand due to a possible language barrier, and when he left the foot end was also raised and she is paralyzed waist down and this is a serious issue for her. States no other service centers will assist her, as they did not sell her the bed and express will not help her as they are "accusing" her of having issues with the race of their techs. She cannot continue to not have bed function due to her condition.